Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Malposition: unable to observe as it is a medical event not related to the device. Additional observations: encapsulation observed. No further actions are required as the device was implanted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional confirmed capsular contracture, baker grade IV and later reported seroma-late.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6a

Event description:
Patient reported left side rupture. Healthcare professional additionally reported patient concern with texture to smooth. Patient reported hard and moving like a soft ball, does not look normal. Healthcare professional later reported rupture. Healthcare professional later reported capsular contracture baker grade unknown. Later healthcare professional reported baker grade IV, seroma and hematoma. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., d.6b., g.1., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported patient concern with texture to smooth. Patient reported hard and moving like a soft ball, does not look normal. Healthcare professional later reported rupture. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Patient representative additionally reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in body, including the resulting inflammation, cellular damage, past and future medical expenses, physical pain and suffering from explantation, including permanent scarring and disfigurement." Patient has not been diagnosed with bia-alcl. The reported events of ¿suffering from explantation¿, ¿permanent scarring¿, and ¿past and future medical expenses¿, are considered not device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ malposition: unable to observe as it is a medical event not related to the device. ¿ hematoma: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: ¿ encapsulation observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported patient concern with texture to smooth. Patient reported hard and moving like a soft ball, does not look normal. Healthcare professional later reported rupture. Healthcare professional later reported capsular contracture baker grade unknown. Later healthcare professional reported baker grade IV, seroma and hematoma. Patient representative reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in body, including the resulting inflammation, cellular damage, past and future medical expenses, physical pain and suffering from explantation, including permanent scarring and disfigurement." Patient has not been diagnosed with bia-alcl. Device has been explanted.